Event description:
During a neurovascular fistula procedure an arisotle 18 guidewire (a18-200-001) sheered off during use. The guidewire was removed with the entire system and retrieved prior to finishing the case. There was no injury to the patient.